Event description:
It was reported that the patient has noisy breathing. It was later reported that the patient's generator never migrated down the chest. An x-ray was done. The patient ended up having fibroid cysts in her breast so mom thought the fibroid cyst was the generator but it was not. No further relevant information has been received to date.

Event description:
The patient's mother reported that the patient had a collapsed larynx and wanted to know if it could be related to the vns. When follow-up was conducted with the neurologist, they indicated that the patient's mother had not reported that issue to them. Diagnostics were within normal limits. No further relevant information has been received to dat.e